Manufacturer narrative:
Due to character limit in the e1 section, the full event site name (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that the cs100 intra aortic balloon pump`s screen flickered during use of the device. The department staff replaced the device on their own and no one was injured.

Manufacturer narrative:
Due to the character limit in the e1 section the full event site telephone is (B)(6). Updated fields: b4, d9, e1- event site telephone, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, the equipment was checked and the brand cable was aging and needed to be replaced. The video cable was replaced and the device function was restored. All functional tests were carried out according to factory requirements, and the test results met the requirements and were delivered to the customer for use.

Event description:
N/a.